Event description:
A surgeon reported four yrs following intraocular lens (iol) implant surgery a pt began seeing spots in front of his eyes. He stated the pt's visual acuity decreased and there is "flaky cloudiness of the intraocular lens". According to the surgeon the cloudiness is in the body of the iol.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A photo of the lens was reviewed and it appears the material is on or in the iol or in the posterior capsular bag. This may be retained material in the capsular bag. No root cause could be identified by the investigation. No final conclusion on location of material may be made from this photo. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).